Event description:
It was reported that: "(B)(6) 2024, the nurse was unable to pass the swg through the catheter during use on the patient. The swg was found to be kinked. They changed to a new one.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). UDI not available as the lot# was not provided by the customer.

Event description:
It was reported that: "(B)(6) 2024, the nurse was unable to pass the swg through the catheter during use on the patient. The swg was found to be kinked. They changed to a new one."